Manufacturer narrative:
The lens was returned in a specimen cup. The lens was cut across the optic into two pieces. The lens was cleaned with lphse. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 10.0 diopter range. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported issues could not be determined. The issues were reported by the explanting surgeon. The anterior capsular tear did not occur during the lens replacement. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that post implantation of an intraocular lens (iol) the patient experienced anterior capsular tear, positive and negative dysphotopsia as well as distortion of central vision, not improvement with correction, blurred vision, glare worse than pre operation. Post implantation of approximately nine months the lens was explanted with another lens. The symptoms were recovered. There was no patient harm reported.